Manufacturer narrative:
The device is used for treatment, not diagnosis. A review of the device history record was conducted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A report was received regarding a small battery drive. It was reported that the small battery drive was running intermittently during a tibial plateau leveling osteotomy veterinary surgery and caused a 15 minute delay. The surgeon tried different batteries and casings with the same results. No injuries were reported.